Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the wired footswitch did not work, fluro was normal but exposure was not possible. Upon testing the fluro and exposure buttons, fse found that the exposure button did not work. Fse performed visual inspection but no external damaged found, suspected internal defect of exposure button. To resolve the issue fse replaced wired footswitch to solve the issue. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the footswitch failed to expose. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the wired footswitch and returned the system to use in good working order. Philips has started an investigation of this complaint.